Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an infold occurred. The implanting physician recaptured and removed the valve. The valve was replaced and the procedure was completed successfully. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received fully submerged in cloudy solution inside the original packaging jar. The valve was in a crimped state with the outflow and inflow aspects exhibiting an ovalized appearance. As received, all leaflets appeared partially closed with a gap between the free margins. All leaflets exhibited signs of creases and frame imprints. The leaflets were slightly stiff yet flexible. All commissures appeared intact. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded to full dilation. No damages to the frame were observed. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Image review: pre-implant computed tomography (CT) imaging provided from 1/1/2024. CT contains noise artifact/grainy imaging. Perimeter and perimeter derived diameters are 88.0 mm / 28.0 mm suggesting a 34 mm evolut.¿ protruding calcification seen in aortic annulus under left coronary cusp (lcc). Moderate to severe calcification seen on all leaflets. Calcification seen in sinotubular junction (stj). Aortic root angle is approximately 40°. Intra procedural fluoroscopic images were provided. Fluoroscopic valve load inspection was provided for review and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. There was no evidence of an infold during initial deployment; however, the valve was recaptured due to depth <(> <<)>1mm and infold was evident during the second deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. There is evidence that the infolded valve was recaptured and redeployed without resolution of the infold. Of note, recapturing an infolded valve will not resolve the infold. Ultimately, the infolded valve was recaptured, removed and a new valve was loaded. Fluoroscopy valve load inspection of the new valve was performed and a misload was present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload , thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. However, a misload was not identified. Another pre balloon aortic valvuloplasty was performed prior to the implant of the new valve. The misloaded valve was attempted to be implanted resulting in an infold. The infold appeared to be subtle which would make it difficult to identify. Subsequently, the valve was released and the subtle infold was more visible. A post implant dilation was performed which consequently resulted in successful resolution of the infold. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.